Manufacturer narrative:
Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The electrode lot number and expiration date were not provided.the field service engineer (fse) found that the mix and dry air flow was below specification and that the ise waste tube collapsed. The fse replaced the waste tube and performed calibration successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable electrode, sodium results for 2 patient samples on a cobas integra 400 plus module. The doctor questioned the high results which prompted the customer to repeat the patient samples. For sample 1, the initial result was 143 meg/l. The sample was repeated on a cobas 8000 analyzer and the result was 139 meg/l. For sample 2, the initial result was 146 meg/l. The sample was repeated on a cobas 8000 analyzer and the result was 137 meg/l. The repeat results were deemed correct.